Event description:
I had photo dynamic therapy on my face. It was incredibly painful before and after...but that's not the problem. The treatment burned my face and left scars. Approximately 1/-3/4" of my hairline on the left side of my face is gone. I now have many brown spots all over my face, which I did not have previously. I called to report and was told that "wasn't unusual ". I asked if anything could be done about the hair loss and scarring and was told I "could try something over the counter but there was nothing else they could do:. No follow-up appointment. FDA safety report ID # (B)(4).